Event description:
Reporter's son applied product to calf area of both legs overnight. When patches were removed in morning there were burns on both legs, one more severe than the other. Symptoms are redness, swelling and large water filled blisters. Consumer applied a&d ointment to relieve pain and gave son 2 aspirins.